Event description:
The lay user/pt contacted lifescan (lfs) on november 15, 2006 alleging high readings on his one touch ultrasmart meter. The pt refused to answer any follow up question by medical affairs specialist (mas) on november 16, 2006. Last month on an unspecified date, and time, the pt obtained a blood glucose reading of 267 mg/dl. He states he experienced symptoms of "low blood glucose"; however, there is no info on when the pt experienced symptoms (before, during or after testing) or the specific symptoms he experienced. The pt was unable/unwilling to verify whether he took any medication or ate anything after obtaining the 267 mg/dl reading. At an unspecified time, the pt went to the hospital and was treated with IV fluids. There is no info on what was in the IV or what the pt's blood glucose reading was in the ER. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, when the pt experienced the symptoms, reading in the hospital and what was in the IV. The technique of applying blood on the test strip was correct. There is no info on the condition of the test strips. The pt declined on a replacement meter and mentioned that he was going to find out from his physician about a replacement. The complaint is being reported since the pt's symptoms of feeling low did not reflect his meter reading of 267 mg/dl. The pt also went to the hospital and was treated with IV fluids.